Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced unit inoperable. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: according to the investigation, they found cable loose connection and disconnected tubes. Corrected all problems. Unit passed leak check. Checked unit referencing manual unit meets company specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.